Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. Impedance check revealed that one of the leads showed high impedance. Device malfunction was suspected. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation. Impedance check revealed that one of the leads showed high impedance. Device malfunction was suspected. The patient will undergo a lead revision procedure.